Event description:
It was reported to philips that the system gave a remote alert indicating the x-ray computer was unable to communicate with the matrix switch, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) received a complaint indicating that x-ray computer communication alert. The service was no longer required to customer. The case was closed. The device remains at the customer site. The investigation concludes that no service has been performed by philips. The codes were updated based on the investigation outcome.